Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead had dislodged shortly after implant. During the lead revision procedure, the physician could not remove this lead. Subsequently, this lv lead was capped and a new lead was implanted. No additional adverse patient effects were reported. The lv lead remains implanted but electrically deactivated.